Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen does not show any image. No harm reported.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and no relevant fault was found. Based on the fault visual provided by the hospital authorities, the device screen was removed and a physical examination was performed. No negativity was observed in the product sockets. The device was tested by turning it on and off several times. After the fault did not recur, it was delivered in working condition after the function tests were carried out on me. The product is suitable for clinical use. In case of recurrence of the fault (when the hospital's visual reference is taken), the cards responsible for image processing and transmission may need to be replaced.

Event description:
It was reported that before use the cs300 intra aortic balloon pump (iabp) screen doesn't show any image. There was no patient involvement.

Manufacturer narrative:
Due to character limitations in e1 event site name- (B)(6). Event site address - (B)(6). Initial reporter - (B)(6). Updated fields - e1, g3, g6, h11. Corrected fields - b5, b6, b7, d10.